Manufacturer narrative:
During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidwire exit port appeared normal. A guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter. Root cause for stuck in stent has not been determined.

Event description:
It was reported that during an imaging procedure the tip of the catheter was caught in the stent. It was removed without surgical procedure and it was also reported that the patient is listed as "good."